Manufacturer narrative:
The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, capsular contracture baker grade unknown.

Event description:
Healthcare professional reported, "female patient treated with implant experienced persistent rash after implantation. Patient has had several implant procedures over the years, including a prior implant (unnamed manufacturer) that resulted in capsular contracture and patient developed a seroma at the site of insertion. The rash with the implant occurs in same location as site of seroma. Patient is responsive to antibiotics but condition relapses after going off antibiotics." This record is for the right side. Device remains implanted.